Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a heavily tortuous right superficial femoral artery stenting procedure, the absolute pro vascular stent delivery system (sds) failed to reach the target lesion. The sds was removed without issue and a buddy wire was used to try to position the sds, but it still could not reach the target lesion. While removing the sds, with the handle in the locked position, the stent started to flower. It was still in the sheath, so it was removed without issue. A stiffer wire was placed and another 6.0x60mm absolute pro vascular was implanted without issue. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): used in the superficial femoral artery. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information

Manufacturer narrative:
(B)(4). Correction - patient identifier was originally reported incomplete. Correction - the lot and catalog numbers were originally reported incorrectly. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system electronic instructions for use states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the reviewed information, no product deficiency was identified.